Event description:
It was reported that the burr became stuck within the lesion. A rotapro 1.50mm was being used for treatment. Rotational speed was set to 190,000 rpm. During ablation a stall issue was encountered. When troubleshooting the stall issue it was also noticed that the burr had become stuck within the lesion. Instructions for removal were followed and the device was able to be pulled back successfully. After the device was removed outside the body it was set to dynaglide mode. The burr would rotate, however a gas leaking sound then occurred and the burr stopped rotating. The device was then swapped out for a rotapro 1.25mm. The rotapro 1.25mm also encountered a stall issue during ablation, however this device was used to complete the procedure successfully. No patient complications resulted due to this event.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of the rotapro atherectomy device. The rotawire used in the procedure was returned through ncpr (B)(4) within the rotapro device. The advancer, drive shaft, and handshake connection were visually examined. Inspection of the device did not identify any damages or defects. Functional testing was performed by attempting to rotate the drive shaft, and the drive shaft was able to be rotated. When the rotapro advancer was connected to the rotapro console control system and the knob switch [ablation button] was pressed, the device stalled and would not run. It was noted that during the device stall, air escaped the device and generated a noise similar to an air leak. In order to determine the reason for the device stall, destructive testing was performed in which the advancer was dismantled and the interior components were inspected. Destructive testing was not able to determine the reason for the device stall. Product analysis confirmed the reported stall and air leak, as the device stalled and generated a noise similar to an air leak upon stalling. The reported burr becoming stuck in the lesion could not be confirmed, as the clinical circumstances were unable to be replicated.

Event description:
It was reported that the burr became stuck within the lesion. A rotapro 1.50mm was being used for treatment. Rotational speed was set to 190,000 rpm. During ablation a stall issue was encountered. When troubleshooting the stall issue it was also noticed that the burr had become stuck within the lesion. Instructions for removal were followed and the device was able to be pulled back successfully. After the device was removed outside the body it was set to dynaglide mode. The burr would rotate, however a gas leaking sound then occurred and the burr stopped rotating. The device was then swapped out for a rotapro 1.25mm. The rotapro 1.25mm also encountered a stall issue during ablation, however this device was used to complete the procedure successfully. No patient complications resulted due to this event.